Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7,h-2, h-3,h-6, h-10. Trackwise ID# (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 01/24/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The seal and tension spring was not returned for evaluation. The delivery device was returned outside the loading device. The white plunger on the delivery device was completely depressed with the blue slide lock disengaged. Blood was observed both in and on the delivery device and the delivery tube, indicating an attempt to insert the device into the aorta. No measurements of the delivery tube was conducted due to the presence of blood. Based on the returned condition of the device, and the non-returned of the seal, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code" trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the proxy seal was not deployed from the delivery system and was not deployed while using the heartstring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.